Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump did not receive a low battery alert prior to the replace battery alert, unexpected power loss and blank display. The customer¿s blood glucose level was 71 mg/dl at the time of the incident. Customer states the contact on the battery cap are missing. Customer states the display was not blank less than 30 seconds and did not return. Customer received a low battery alert prior to the replace battery alert. Customer states the battery cap not loose, cracked or damaged. This is the second occurrence of replace battery alert or replace battery now without a low battery warning. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.